Event description:
Pt is a 76 y/o white male with a long history of coronary disease, hypertension and hyperlipidemia who has suffered inferior wall myocardial infarction treated with tissue plasminogen activator (tpa) and subsequent percutaneous transluminal coronary angioplasty of right coronary artery in 1988. More recently, he underwent placement of two stents in proximal right coronary artery for a long severe lesion and was noted to have borderline disease in bifurcation of distal right coronary artery that was managed medically. He has presented now with a one month history of progressive recurring anginal symptomatology which has progressed from exertion to rest symptoms and are relieved with nitrates. He has thus been referred for repeat catheter study and potential further intervention as he is considered at high risk for restenosis. After exchange sheath right femoral vein percutaneously using the seldinger technique, guiding catheter was advanced and positioned in ostium of right coronary artery. Proximal lesion was wired without difficulty, however, extra support wire was unable to traverse highly tortuous lesion in distal right coronary artery at bifurcation. Hi-torque floppy wire was then attempted and was unable to traverse lesion. A balance wire was then brought down as second wire and ultimately, with aide of balloon which was used to dilate the proximal in-stent restenosis at up to 12 atmospheres with significant improvement in this lesion from 99%-to-approximately 30%. There was stabilization of heart rhythm with no further episodes of heart block, although atropine had also been administered as noted. Balloon and balance wire were utilized to cross bifurcation lesion in distal right coronary artery and this region was then dilated up to 4 atmospheres of pressure. With further dilatation downstream in posterior left ventricular connecting segment which appeared to have a possible eccentric plaque which was very discrete at 50% which may have been disrupted during crossing process with the tip of balloon catheter. Thus, this region was further dilated on two occasions up to 4 atmospheres of pressure with a 10% residual narrowing achieved. Bifurcation lesion in distal right coronary artery was dilated up to 5 atmospheres of pressure with 0% residual narrowing, there was persistence of 99%-to-100% stenosis in ostium of posterior descending branch which displayed slow competitive filling in antegrade fashion as well as competition from collaterals from left anterior descending coronary artery. After final dilatation in posterior bifurction, 3.0 mm nc balloon catheter failed to deflate and after approximately 10 separate attempts at different aspiration techniques or re-inflation/aspiration combinations including use of large syringes, rotating shaft of dilating catheter and ultimately, using another injector with an empty syringe for high pressure aspiration of balloon was balloon able to be successfully deflated to point that it could be removed. Y